Event description:
Customer was admitted as an inpatient to the hospital for high bg. Customer states that they had been having problem with not getting a complete bolus. Reports that they would bolus for 7u and the pump would only deliver 0.3u and that they never got any alarm that would indicate why the bolus was interrupted, confirmed through alarm history that there was an alarm.